Manufacturer narrative:
On 10/30/2019, during evaluation of the device it was observed a crease in anterior view. Leak testing revealed a tear within the crease, measuring approximately 1.0 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The replacement devices were mentor memorygel breast implant 475cc. The patient experienced hypomastia. The right implant was deflated. The left implant was intact. The patient experienced bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/3/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a saline mentor smooth round moderate profile 375cc , catalog 3501660, serial number (B)(4), lot number 6522927. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 375cc and experienced right side deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced only deflation on the right side and no capsular contractures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient did not experience capsular contracture. Manufacturer¿s reference number: (B)(4).